Manufacturer narrative:
Currently, it unk whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer stated that she was hospitalized twice due to high blood glucose levels. The customer stated that during her initial hospitalization she was treated and once her blood glucose was stable she was released from the hospital. The customer stated that five days later, she was hospitalized with high blood glucose levels again. No blood glucose reading was reported. Troubleshooting was performed and the programming on the insulin pump was correct. The insulin pump passed the prime and displacement tests. It was found that on both occasions when the customer was hospitalized she had received no delivery alarms on the insulin pump. The customer stated that she has occasionally noticed pain at the infusion site. It was confirmed that the customer rotates her infusion sites, inserts into fatty tissue and avoids scar tissue. Nothing further was reported.